Event description:
It was reported that when the devices were used during an unknown procedure, they had clinging staples. No other information was given regarding this case. There was no consequence to the patient.